Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was outside with the pump on a hot day at an approximate temperature of 90 degrees (fahrenheit) and the pump declared multiple temperature alarms. Customer's blood glucose level was 92 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.